Event description:
On (B)(6) 2012, the patient contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. A 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history shows multiple no cartridge detected warnings. The pump powers on normally, upon the first load attempt, the piston was unable to detect the cartridge. The force sensor calibration was within specifications. The cover was removed and the pcb was inspected, and the analog multiplexer u4 was found misaligned and shifted on the pc board.